Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an ER drawer failure occurred, and the drawer could not be recovered. The drawer displayed a "failed to stay closed" condition. The customer attempted to reboot the station and reseat the cables at the back of the unit; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 on the auxiliary cabinet was failed with error message, failed to stay closed. The field service engineer (fse) found the magnet missing from the latch inseparable and replaced the latch inseparable. Then, logged into the hardware test application and performed an open/close test, which passed successfully. The fse then confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer (fse) repaired the device.